Event description:
Immediately after implant I had h1ni, influenza a, inflamed nostrils, strep group b, a, f, g. Red dots and red stains on my left chest and arm, swollen face, arms and feet. Unexplained cysts increasing in number and size in my liver, pain in my breasts, loss of my hair, memory and cognition affected, headaches, migraines, white focal matter with infarcts on left temporal lobe, reoccurring lymph node swelling and pain throughout my body. Now a polyp removed from my colon, a neuroma in my left foot, reoccurring infections in my left ear and left eye. No dr wants to help nor get involved nor test to reduce my risks. Due to high calcification identified more so in left breast and right breast, due to enlarged lymph node under left arm pit, I chose to explant and it financially burdened my entire family. Per my surgeon during explant, my left capsule had to be dissected from my left rib and almost near my lungs and heart. Till this day, 1 year later that area retains fluid and again every dr, including surgeon, flat out refuses to help. Fatigue, depression, anxiety, sadness, fear for my children; my son conceived and nursed because drs lied and said it was safe to nurse. My son was born with arachnoid cyst in left middle cranial fossa, chiari, has autism, poor muscle tone, gastro issues, coordination and swallow issues along with developmental delays; 5mm enlarged lymph nodes in abdomen. FDA safety report ID# (B)(4).